Event description:
It was reported that prior to use, battery voltage was 2.91v and the longevity estimator graphic was gray. The device was not implanted and a new device was used. The device was stored at room temperature for seven days and battery voltage was 2.96v. It was recommended that the device not be implanted. There was no patient involvement.